Event description:
Reporter noted 3cc syringe threading does not apper to be correctly mfg. Posterior capsule tear occurred; bleeding. Pt left able to just see shadows. Follow-up with customer in 2002 noted pt has improved and has returned to work.